Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) implanted in their body for pain and that it "blew up in her body". It was noted that the contents of the battery ended up draining all the way down their legs and caused the patient to get an infection (type unknown) in their entire body. The event allegation was heard from a patient who heard it from a friend who heard it from another friend. The device details, timelines, where, and what happened were not known. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.